Manufacturer narrative:
Serviced by nambour brakes.

Event description:
It was reported that the head end of the cot dropped to the ground as a result of possible user error. There was patient involvement however no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the investigation it was identified that the user may not have confirmed that the next adjusted height position waslocked. This is a likely cause as to why the cot drop event may have occurred as the user may not have operated the device in this manner to confirm that the device had locked in the next position which allowed the device to drop once weight was applied. It was confirmed that the faulty strut was a cosmetic issue and did not cause or contribute to this event. The user facility is retraining users of the device on proper operation.

Event description:
It was reported that the head end of the cot dropped to the ground as a result of a faulty strut. There was patient involvement however no adverse consequence or clinically relevant delay in treatment was reported.